Event description:
It was reported that the patient experienced pain and discomfort since going to the dentist on monday. The patient turned off the implantable neurostimulator (ins) during her teeth cleaning and had pain ever since turning it back on. The pain was around the implant site and it was ¿stinging her.¿ the patient had an upcoming appointment with the physician this week. Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. The patient had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va054y5, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).